Manufacturer narrative:
Failure analysis noted that the pump was received with operating currents within specifications. There was no weak battery alarm. The pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The drive support disk had no anomaly. The pump had cracked case at lcd window corners and cracked battery tube threads. The pump had scratched lcd window and missing the end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 98 mg/dl. The drive support disk was normal and the pump was exposed to the magnetic clasp on his money clip. There was a weak battery alarm in the pump history. They were able to rewind the pump but the motor error alarm occurred more than once in the last thirty days. Troubleshooting was not able to resolve the issue. The device was returned for analysis.